Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two ventricular arrhythmia episodes for which ten anti-tachycardia pacing (atp) bursts and seventeen shocks were delivered. The episodes occurred approximately five hours apart. During the first episode the rhythm was accelerated from ventricular tachycardia (vt) to ventricular fibrillation (vf), and it was not converted after delivering therapy. Technical services (ts) reviewed the event and found normal device function. During the second episode rhythm was successfully converted after the seventh shock. Additional information was provided indicating that the patient was followed up by the physician. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of difficulty converting rhythm (ambulatory) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two ventricular arrhythmia episodes for which ten anti-tachycardia pacing (atp) bursts and seventeen shocks were delivered. The episodes occurred approximately five hours apart. During the first episode the rhythm was accelerated from ventricular tachycardia (vt) to ventricular fibrillation (vf), and it was not converted after delivering therapy. Technical services (ts) reviewed the event and found normal device function. During the second episode rhythm was successfully converted after the seventh shock. Additional information was provided indicating that the patient was followed up by the physician. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.